Event description:
Country of complaint: (B)(6). Suture snaps/breaks when pulling from reel during surgery.

Manufacturer narrative:
Manufacturing site eval: samples received: 2 open cassettes. There are no previous complaints of this code batch. There are no units in OEM stock. Thread of the cassettes received is broken inside the cassette. Thread was tangled in the reel and when pulled out from cassette, the thread broke because the extraction was too hard. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: not applicable.